Event description:
It was reported to boston scientific corporation in 2009, that during the sphincterotomy, the sphincterotome did not bow up enough. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Did not bow up enough). According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.